Event description:
It has been reported to philips that the allura xper fd20 system was not switching on automatically. No harm has been reported.

Manufacturer narrative:
Philips has investigated this complaint. Based on the functional analysis performed, it was identified that the host pc was not switching on automatically. The customer has ordered the host pc and a hard disc spare part to fix the issue. Since there was no philips engineer requested and only the material request was placed by the customer, no further action could be performed by philips. The codes were updated based on the investigation outcome.